Manufacturer narrative:
The company service rep was unable to duplicate the reported problem. He did observe autofill and electrical test failure code 53 entries in the fault log. He observed excessive moisture in the tubing. He cleared the moisture from the sys. The iabp was tested to factory specifications. It functioned normally and was returned ot the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the sys generated multiple autofill failures. After recycling the iabp, it generated an electrical failure code 53 (shuttle transducer offset failure). Another iabp was obtained and therapy was continued. No pt injury was reported.